Event description:
It was reported that this left ventricular (lv) lead exhibited a steady increase in pace impedance starting approximately three (3) months ago from 650 ohms to a current high out-of-range pace impedance measurement of 2100 ohms. The lead threshold and sensing are observed to be stable. Boston scientific technical services provided troubleshooting guidance to the boston scientific representative. The lead remains in-service at this time. No patient symptoms or adverse patient effects were reported.